Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: acoustic lens is detached. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although the cause could not be established for both reportable events, a deformation problem was identified regarding the initial reportable malfunction and a stress problem was identified regarding the second reportable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound bronchofibervideoscope ball at the end of the tip, is no longer on the scope. The issue occurred during setup. There were no reports of patient involvement